Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered in the dispensing room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: manufacturing facility. The lot was manufactured may 04, 2019 - may 06, 2019. One (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port connector. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The other two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.